Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose unknown. Customer blood glucose reading while admitted was unknown. Customer had diabetic ketoacidosis. The cause of the high blood glucose reading was over-delivery. After troubleshooting, the insulin exited not sure if exited. Customer was not able to change or remove set during troubleshooting. Customer was treated with insulin drip. Customer was dispatched on not mentioned. Customer admitted was admitted in the hospital by their own. Customer was admitted 15 days in the hospital. Customer has been using insulin pump system within 48 hours of reported high bg event. Customer stated he had positive results in ketones test nausea vomiting abdominal pain difficulty breathing. The name of the hospital is (B)(6). The hospital phone number is (B)(6). Customer was treated with syringes. Customer did not mention if they use the auto mode feature. The product will not be retuning for analysis.